Manufacturer narrative:
The event occurred on an unreported date, reported as "recent two days". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (intraperitoneal, dose and frequency were not reported) which was added into dianeal for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.